Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (rv) lead exhibited out of range pace impedance measurements via remote monitoring transmission. An electrocardiogram showed noise and a possible fracture was suspected. A lead assessment was discussed. Additional information noted that a follow up was performed and the device was reprogrammed to vvi. No adverse patient effects were reported. This lead remains implanted.